Event description:
Patient stated, "I was on copaxone and had their injection kit for years without any issues. Now, suddenly, I received the generic and the needles bend and the injector is awful. It's hard to use, doesn't stay together. So I haven't been able to take my medication in over two weeks. No side effects reported due to missed doses. Reported for both the injector and the glatiramer due to patient saying the glatiramer needles bend. The injector and the glatiramer doesn't stay together. No ade reported; unknown if device available for return. Reported to (B)(6) by patient/caregiver.